Manufacturer narrative:
(B)(4). Concomitant medical products: 31-323230, 3.2mmx30mm rnglc+ acet drl bit, 690140, 010000998, g7 screw 6.5mm x 25mm, 3396208, 010001001, g7 screw 6.5mm x 40mm, 3676807, 010000999, g7 screw 6.5mm x 30mm, 3782401, 010000996, g7 screw 6.5mm x 15mm, 3396202, 010000937, g7 hi-wall e1 liner 36mm g, 3741331. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Complaint history review determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for hip arthroplasty revision due to pelvic bone loss. A custom device has been requested for the revision. Attempts have been made and additional information on the reported event is unavailable.